Manufacturer narrative:
The philips bench repair service engineer evaluated the device. It was determined that malfunction in the processor pca. The processor pca was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the processor pca is defective. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.